Event description:
It was reported that the arthroplasty was revised due to impingement and squeaking. The acetabular and femoral head components were revised. The components were implanted in situ for 2.7 y. The patient presented with ucla score of 6, three months prior to revision surgery. Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 500-01-52e lot# 7541501 description: trident hemispherical solid bk 52mm. Cat # 6021-0335 lot # 6885403 description: accolade (127 deg) cat # 6565-0-032 lot # 8498401 description: alumina v-40-femoral head 32mm, -4mm nk. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's event.